Manufacturer narrative:
The reported event of insulation damage was confirmed. The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the outer insulation was cut/damaged in multiple locations due to procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2021. During implant, device interrogation revealed failure to capture, high pacing impedance, insulation damage and r-wave amplitude variation on the right ventricular lead. The physician elected to use another lead. The patient was in stable condition.